Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was not working correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on the hook and current flow was not detected across the tip. There is not obvious damage to the conductor wire. Additionally, the instrument was retested for continuity and confirmed to fail for one of the grips. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. Continuity failed between the cut wire and the connector at the backend of the instrument. The wire was cut again, just past the connector tube. During attempt to strip the wire again, the conductor wire came loose. The internal wires were found to be broken. It is likely that the wire broke at the crimped connection resulting in the failed continuity test. Additionally, the insulation around the break location exhibited thermal damage. The thermal damage was also visible within the length of the connector shrinks tubing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage sustained during the manufacturing crimping process, which likely compromised the integrity of the conductor wire, leading to a break over time and use. Additionally, the probable root cause of thermal damage observed around the break location and within the connector shrink tubing is attributed to user handling.